Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the patient was not tested as lead replacement was planned. Therefore the study implant was done to replace the old electrode for which no information was available while the implantable neurostimulator (ins) implanted in (B)(6) 2013 was left. Relevant medical history includes urinary urgency pollakiuria. No further complications were reported/anticipated. Additional information received reported that the lead replacement was done on (B)(6) 2014. No additional information was available and/or was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, explanted: (B)(6) 2014, product type lead.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the patient was not tested as lead replacement was planned. Therefore the study implant was done to replace the old electrode for which no information was available while the implantable neurostimulator (ins) implanted in (B)(6) 2013 was left. Relevant medical history includes urinary urgency pollakiuria. No further complications were reported/anticipated. On (B)(6) 2017 e1 (for, sdy, hcp, rep): additional information received reported that the lead replacement was done on (B)(6) 2014. No additional information was available and/or was provided. No further complications were reported/anticipated.